Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, cracked belt clip slot, minor scratched and cracked display window, reservoir tube lip completely broken off and test reservoir will not lock/click in place. Unable to perform the basic occlusion test and occlusion test due to reservoir tube lip anomaly. Pump passed the displacement test, excessive no delivery test and prime/display test.

Event description:
The customer reported via phone call that the reservoir lip was broke off and there was crack in the casing of the insulin pump. The customer¿s blood glucose level was 300 mg/dl and customer declined troubleshooting for high blood glucose. The customer also reported that the clip was broken. The insulin pump will be returned for analysis.